Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular channel. The noise was oversensed causing pacing inhibition. No asystole was observed. The lead was removed from service and replaced. No adverse patient effects were reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.